Manufacturer narrative:
The sample associated to this report was not returned for analysis therefore; we are unable to determine the cause for this specific event. The lot# of the sample was not provided however; manufacturing controls are in place to detect cuff related defects to reduce the potential for occurrence during the manufacturing process. If any new or significant information becomes available, a summary will be provided in a supplemental report. Information has been added to the database for trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that at the time of inspection, prior to use, it was difficult to inflate the cuff. The sample associated to this report has been discarded and not available for analysis.